Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer patient connector had two slots that were slightly damaged. It is noted the analyzer passed all functional tests. Product ID 2067 radio frequency head. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.